Event description:
Ous MDR. After an implantation time of about 8 months, it was reported that the patient had foot surgery. To prevent shocks, a magnet was placed and removed again right after the operation. A control interrogation post-operatively showed on (B)(6) 2016 that the tachy detection was off. The icdi's currently still implanted. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents, as well as on the available device data. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The analysis of the device data showed that the therapy was temporarily deactivated on 22 february 2016 at 6:46 pm for a duration of at least 5min by placement of a magnet. During the subsequent interrogation with the clinical programmer on 24 february at 9:13 am, a message was shown as result of that, which informed about the magnet application and the temporary deactivation of the therapy function. With this message,the user is asked whether the therapy should be permanently deactivated. According to the device data, this was confirmed by the user, and the therapy was thus turned off. Based on the available device data, no malfunction could be detected. The ICD behaved according to specifications.

Event description:
Ous MDR - after an implantation time of about 8 months, it was reported that the patient had foot surgery. To prevent shocks, a magnet was placed and removed again right after the operation. A control interrogation post-operatively showed on (B)(6) 2016 that the tachy detection was off. The ICD is currently still implanted. No deterioration of the patient's state of health was reported.